Manufacturer narrative:
Batch review performed on 03 july 2023. Lot 2111869: (B)(4) items manufactured and released on 09-july-2021. Expiration date: 2026-oct-25. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
At one month from the primary, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the liner. The surgery was completed successfully.